Event description:
It was reported that the patient presented in the operating room for a device changeout with the pulse generator in backup vvi. A user download was attempted via the programmer. The patient began to have a seizure. When the programmer restated that the device was in bvvi, the seizure ended. Due to low battery status, further troubleshooting could not be performed. The pulse generator was explanted and replaced due to unresolved bvvi status.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.